Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses result two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test assay performed on an unknown date. Additional testing via ihealth was performed twice on an unknown date and generated a positive result both times. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4- UDI: (B)(4).date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses result two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test assay performed on an unknown date. Additional testing via ihealth was performed twice on an unknown date and generated a positive result both times. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4- UDI: (B)(4) date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 203262 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 203262 and device part number 195-430h / lot 198241. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 203262 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Device discarded; single-use device.